Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No vibrator anomaly noted. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No over delivery anomaly noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level and the drive support cap was flush. The customer¿s blood glucose level was 34 mg/dl at the time of incident. The customer¿s current blood glucose level was 206 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.